Event description:
Information received by medtronic indicated that the customer reported insulin pump had crack at battery side. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring is black. Customer returned insulin pump for alleged cosmetic damage at the case (battery tube) on event date (B)(6), insulin 2022. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on electrical board 1, electrical board 2, or force sensor.¿successfully downloaded history files and traces using thus. Unable to determine alarm that triggered critical pump error (open book image) alarm, problem isolated to the electronic stack. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, keypad overlay texture damage, scratched case, missing display window cover, cracked case - corner of belt clip rails, cracked case (battery tube) and battery tube threads - cracked. In summary, customer allegations for cosmetic damage confirmed at cracked case (battery tube) and an observed critical pump error (open book image) alarm was triggered by moisture damage on the force sensor. Moisture damage noted on electrical board 1, electrical board 2 and the force sensor. The insulin pump involved in this event is the 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.